Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the box contained the incorrect IFU when the package was opened in the or. The device was implanted in the patient with no adverse consequences.